Event description:
The core motor controller ((B)(4)) was tested during routine servicing. Upon evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Awareness date is being corrected to be accurate.

Manufacturer narrative:
The failure could not be duplicated and no problems were found with this unit.

Event description:
The core motor controller (euro) was tested during routine servicing. Upon evaluation, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.